Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/48 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: initial clinical experience with a novel left ventricular assist device with a magnetically levitated rotor in a multi-institutional trial. The journal of heart and lung transplantation, 2010; 29 (11): 1218-1225. Doi: 10.1016/j.healun.2010.05.016 this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed a clinical trial for approving vads for left ventricular support in adults. Multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique manufacturer/device serial numbers. There were patients who experienced complications on vad support during the clinical trial, including driveline infections, which required oral/intravenous antibiotics and surgical debridement, sepsis, gastrointestinal bleeding, epistaxis, bleeding requiring transfusions and surgical intervention, cardiac arrhythmias, hemolysis, pleural effusions, respiratory failure, pneumonia, renal and hepatic dysfunction, right heart failure, embolic/thrombotic/hemorrhagic cerebrovascular accidents and pump thromboses, which required pump exchanges or thrombolytic therapy to resolve. It was also reported that pump thromboses were postulated to be due to a manufacturing defect of the pump impeller in the vad. The status/location of the vads is unknown.

Manufacturer narrative:
Product event summary: hvad pumps with unknown serial numbers were not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial numbers are unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.